Manufacturer narrative:
Investigation summary: after our quality engineer analyzed the photo returned, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. A corrective action project has been initiated to investigate the issue. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: according to visual analysis of photo (B)(4) it was possible to verify the presence of droplets of silicone on the catheter. DHR/ qn/ ncmr review: the final assembly batch: 6026414 used in the claimed final product batch: 6084421 of angiocath yel 24ga x 0.75in was tested for presence of "foreign / no foreign matter" and no records of this defect were found. Root cause description: based on the investigations conducted for claims of excess silicone of the angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
Results: it was received one open and unused sample of angiocath 24gx0.75; catalog: 381112; batch: 6084421. A visual analysis was performed on the sample, which confirmed the presence of silicone drops on the catheter. Thus, the complaint previously performed based on the photos will remain unchanged. Conclusion: the root cause was determined to be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. CAPA # (B)(4) has been initiated.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that droplet like foreign particles were found on a bd angiocath" IV catheter before use. No injury or medical intervention.